Event description:
Country of complaint: (B)(6). During the test phase of our needles, it is claimed that the needle quality is deficient. Needle sharpness is not efficient, and the cut of ethicon needle is longer. Also, the needle end cracked down at the end of the armoring, as a result, you can not use the full length. Sometimes you are forced to grab the needle at the end to penetrate the tissue.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation is on-going at manufacturing site.